Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: UDI (B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, the valve was explanted at implant due to impingement on the ostium of the right coronary with no serious injury; however, there was a small area of tissue below the ostium of the left coronary artery that appeared to have torn and was repaired with sutures. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that procedural related factors contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 23mm valve was explanted at implant due to the valve impinging on the right coronary ostium. The aortotomy was opened and the valve was excised. There was a small area of tissue below the ostium of the left coronary that appeared to have torn and was repaired with sutures. A 23mm valve was implanted in replacement. The patient tolerated the procedure well and discharged on pod #5. Per received records, this patient has a history of aortic valve replacement in 2002. The patient now required an aortic valve replacement as the valve developed calcification. A 23mm valve was sized and implanted. The surgeon was concerned that the valve was impinging on the ostium of the right coronary artery; however, the team was able to pass a small right angle into this and felt that this would be at least possibly acceptable and decided to try coming off bypass with this arrangement. The crossclamp was removed. Right ventricular function was diminished and because of this and paradoxical septal motion, we felt that this valve was probably impinging on the ostium of the right coronary. The aorta was reclamped. The aortotomy was reopened and the previous valve was excised. At this time, the right ventricular function was remarkably improved and the surgeon felt that it was a good decision to revise this valve. Transesophageal echocardiography showed excellent biventricular function, no mitral regurgitation, no aortic regurgitation, and a well-functioning prosthetic valve. At this point, the team was able to decannulate. The patient tolerated the procedure well and was returned to the cardiac surgical intensive care unit in critical condition. While recovering in the ICU, the patient experienced left-sided weakness. Neurological evaluation determined the patient most likely suffered multifocal ischemic strokes, including right frontal, parietal and occipital cortex as well as small left frontal cortex ischemic stroke. Per neurology, consideration was given for embolic etiology given recent surgery and or possible hypoperfusion due to intermittent postoperative atrial fibrillation noted on telemetry. The patient remained stable and was ready for discharge on pod #5.